Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. The entire lot has been sold and distributed. Batch record for the lot identified was reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's wife called technical services and reported the patient encountered air detected in cassette during fill 1. Patient's wife canceled the treatment and thereafter observed fluid inside of the cycler door. The source of the leak could not be identified. On follow-up with patient's nurse it was noted the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) without further issue. The set was not made available for evaluation. The patient's nurse stated the patient was feeling well and did not report any serious injury.